Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) (B)(4) alleging her onetouch ultraeasy meter read inaccurately. The complaint was classified based on the customer care advocate (cca) documentation. The patient tests her blood glucose 7-8x daily and manages her diabetes with insulin. The alleged issue began on (B)(6) 2013 at 4pm. The patient reported obtaining a blood glucose result of ¿50.0 mmol/l¿ with the subject meter. However, per owner¿s booklet, the subject meter¿s technical specification indicates the reported result range is between ¿1.1 mmol/l to 33.3 mmol/l.¿ based on the alleged result, the patient reportedly administered self an increased dose of humalog insulin (10 units). About 15 minutes later, the patient felt unwell and acted drunk. The patient claimed she was sweating, had blurred vision, felt disoriented and ¿became unconscious.¿ the patient¿s parents reportedly contacted the paramedics. When they arrived, paramedics tested the patient¿s blood glucose with the subject meter and reportedly obtained a result of ¿40.0 mmol/l.¿ the patient obtained a result of ¿0.7 mmol/l¿ with the paramedic¿s meter. The patient was administered a glucagon injection and glucose gel as treatment. The patient refused to go the hospital. The patient alleged the paramedics left her house a couple hours later that evening and her blood glucose read ¿3.0 mmol/l¿ on the paramedic¿s meter. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement. The patient reportedly discarded the subject meter and testing supplies prior to contacting lfs. Replacement products were sent to the patient. This complaint is being reported because the patient claimed she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.